Event description:
Same case as manufacturer's #: 6000093-2006-00016. During a drug eluting stenting treatment procedure, an acute closure occurred. The lesion being treated was a calcified and tortuous left anterior descending artery (lad). The physician successfully deployed a taxus express2 - 2.75 x 20 mm drug eluting stent and a taxus express2 - 3.00 x 12 mm drug eluting stent in the distal and proximal lad. Upon withdrawal of the 2nd stent delivery system (sds) the physician noticed some resistance, however, was still able to successfully remove the balloon without any complications. It is unknown of the stent placement order. The physician then performed another angiogram which showed good results. However, after the guidewire was removed the patient's lad shut down and there was no reflow. The physician then ballooned the lad to restore blood flow and the patient was sent to surgery.